Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted customer to complete load fill tubing process multiple times. Customer's blood glucose was 109 mg/dl. Reportedly, customer reloaded the existing cartridge and resumed insulin therapy.